Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 09sep2020.

Event description:
It was reported that during testing the ventilators touchscreen was non responsive. There was no patient involvement.

Manufacturer narrative:
G4: (B)(6) 2020. B4: 01oct2020. Information was received that the customer replaced the touchscreen to address the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.